Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted due to the patient's complaint of blurred vision and after it was observed during the final lock-in light treatment, approximately 5.5 months after implantation, that the lens had become displaced within the sulcus where it had initially been placed. The lal+ was subsequently replaced with a new lal+ lens. No additional information is available.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).